Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v125722, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare provider reported that interstim I and ii were removed. It was indicated that the insterstim had failed. The patient tolerated the procedure well, and was taken to the recovery room in very good condition. The patient was implanted for interstim-other.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v125722, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information from the healthcare professional (hcp) reported the patient first started experiencing interstim device failure since the pacemaker was placed in (B)(6) 2013 and interstim was turned off due to interference. To trouble shoot the interstim device failure the patient inquired with her cardiologist to see if interstim could be safely be turned back on, the cardiologist suggested it be kept off. The hcp stated the cause of the interstim device failure was interference with the pacemaker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.